Event description:
It was reported that during an x-ray check, a non boston scientific (non bsc) right ventricular pacing catheter was found to be fractured. It also exhibited a suddenly changed in pacing impedance measurements with less than 200 ohms and consistently remains low. A new right ventricular pacing catheter will be implant. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).